Event description:
Event description boston scientific received information that this tied-output cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) battery status after 43 months of service. The patient was disappointed in the longevity of the device and had expected the device to last 10 years.